Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power after exposure to water. After the battery was removed to reboot the pump, the pump did not power back on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/13/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/18/2013 with the following findings:a review of the black box history revealed power resets on the date of the event. There was no visible damage to the battery compartment or returned battery cap. The pump was exercise for 24 hours with no power issues. Unrelated to the complaint, visible moisture was observed behind the display lens; a leak test found a crack between the display lens and case seal. The pump cover was removed and moisture ingress was evident. Further evaluation revealed a discolored display screen. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.